Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Lot, manufactured date and expiration date will remain unknown, if lot information is received, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the protection umbrella of a 6mm basket angioguard rx emboli capture guidewire system could not be normally retracted into the retrieval catheter during retrieval. Scraping of the blood vessel and stent occurred, resulting in vasospasm. There was no reported patient injury. The device will be returned for evaluation.